Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A company representative reported that an orthognathic case, along with tmj implants on a joint replacement, case was completed last week. However, after the initial surgery the patient presented with an infection. During the revision surgery it was discovered that the tmj/joint replacement (non-stryker products) needed to be removed. The surgeon removed the device, cleaned the infected area, and completed the surgery.